Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting, and resolved the issue by replacing the bent r2 alinity c-series reagent probe. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for the alinity c processing module serial number ac03148 revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending for the alinity c processing module, and the alinity c-series reagent probe did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the alinity c-series reagent probe, was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 63-year-old male patient. The following data was provided (customer¿s reference range 0.7-1.0 mmol/l): sample ID (B)(6) initial result = 2.89 mmol/l, repeat result on another instrument = 0.77 mmol/l, repeat result on a third instrument = 0.77 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 63-year-old male patient. The following data was provided (customer¿s reference range 0.7-1.0 mmol/l): sample ID (B)(6) initial result = 2.89 mmol/l, repeat result on another instrument = 0.77 mmol/l, repeat result on a third instrument = 0.77 mmol/l no impact to patient management was reported.